Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was over delivery. The blood glucose level was 60 mg/dl at the time of incident. The current blood glucose was 140 mg/dl. The customer treated with food. The customer alleging the insulin pump for over delivery. The product will return for the analysis.